Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of srm remote showing wrong temperature was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu inspection process. According to work order#: (B)(4), the fse reported that the station was up and running all drawers and doors closed. There was no failure icon present and temperature icon was 127 degrees. The fse rebooted and attempted to recover, but the srm (smart remote manager) was upside down on refrigerator. The fse replaced temperature probe and calibrated. Finally, the customer signed in and inventoried medications. The report was closed. During dchu visual inspection: pn: 136355-01: the assy srm buffered temp probe was received with signs of discoloration. During dchu testing: pn: 136355-01: the testing from dchu was not necessarily due to the signs discoloration in a section of the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause on the original issue was due to a discoloration on the assy srm buffered temp probe (p/n: 136355-01). The cable exhibited signs of overheating along its surface which led to a malfunction and compromised the reading of temperature.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager was showing wrong temperature. As per part investigation, it was determined that there was discoloration on the assy srm buffered temp probe (p/n: 136355-01). The cable exhibited signs of overheating along its surface. There were no adverse events or injuries reported based on this event.